Event description:
The customer reported that the pacing on the device failed. The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt.

Manufacturer narrative:
The customer reported that the pacing on the device failed. The involved pt died. At this time, there had been no determination as to whether the device was a factor in the reported death of the pt. A follow-up report will be submitted after phillips obtains more info about this event.